Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged malfunction reported by the customer could not be duplicated or verified. However, a different issue was found. The information will be used for tracking and trending purposes.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm occurred during the load sequence. There was no impact to the customer's blood glucose level. An attempt was made to reset the pump with tandem technical support, however another malfunction alarm. The customer reverted to manual injections for management of blood glucose levels.